Event description:
A surgeon reported problems with the irrigation aspiration (I/a) tip during a cataract intraocular lens (iol) implant procedure. The I/a tip aspirated the "posterior chamber surface" but did not release it with reflux; instead the I/a tip continued to aspirate further. The problem was resolved after replacing the tip and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).